Event description:
Per the surgeon, the pt underwent a revision surgery (date not reported) to remove the skin overgrowth from the abutment. The skin flap was elevated and the subcutaneous tissue was thinned. The abutment was removed for "convenience" and replaced at the end of the surgery.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.